Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported a patient had a pre-deployment angiogram, which appeared normal and angio-seal was deployed successfully. The day after the procedure, the patient was taken back to the cath lab for further testing. The patient had no pedal pulses and it was confirmed the patient had a vessel occlusion. The patient was taken for surgery and the angio-seal was removed. Additional information was not available at this time.